Event description:
It was reported that pump displayed malfunction alarm and blood glucose reading showed as high with exact value unknown. There was adverse impact to the customer's blood glucose level, but no additional information was received regarding any further outcome to the customer. Customer had not taken any action before calling, then worked with technical support to reset pump using provided instructions, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction happened again.